Event description:
This case was reported by a consumer and described the occurrence of increased seizure activity in a patient who used poligrip (super poligrip extra care with poliseal). The consumer initially called to ask if there was any latex in poligrip and was informed that there was none. A physician or other health care professional has not verified this report. The consumer is a new denture wearer since september 2003 with a history of seizures since february 2002, secondary to neurocardiogenic syncope, and changed from an unknown seizure medication to lamictal in october. Consumer began using super poligrip extra care with poliseal either in early december 2003 (the consumer had been using another denture adhesive product and could not recall the exact start date of the poligrip) and experienced 11 seizures in january 2004. During the time of use (2003 to 2004), consumer only used poligrip sporadically as consumer complained that their dentures were painful and did not wear them frequently and for a few hours at a time. The consumer reported that prior to their use of super poligrip extra care with poliseal, consumer believes that their seizures were controlled with lamictal and their previous seizure, prior to the frequent seizures expereinced in january, had been in 2003. Prior to starting lamictal, the consumer could not specify how frequent their seizures were previously, nor could consumer specify what seizure medication they had been on in the past. The consumer also had experienced swelling of their gums, face and glands (the consumer could not provide an exact date, but believes these symptoms occurred prior to their use of super poligrip extra care with poliseal).